Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) displayed a 'service gas system' message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) found in the logs that there were 'flow control fault' events. He replaced the epgs. Release testing was preformed. The unit operated to the manufacturer's specifications. This complaint is related to cr-85825 / MFR #1828100-2022-00248.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to lab use only (luo) testing equipment. The epgs was verification/release tested and functioned as intended. It was determined that the epgs met specification. Per data log review: on (B)(6) 20222, at 6:29:10 am, calibration was performed. At 7:56:24 am the gas system reported a flow control fault. This would cause the reported 'service gas system' alert. This would also cause the gas system to be knob adjust only. The log confirmed the complaint. The gas system was calibrated a second time at 9:27:10 am and the flow control fault was cleared.

Manufacturer narrative:
The reported complaint was confirmed by the data log review. The service repair technician (srt) could not duplicate the reported complaint. The srt completed release testing with all passing results. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.